Event description:
The surgeon completed the lower portion of a lavh procedure and was viewing the upper section of the case when the seal on the uterine artery opened. To effect a seal, the surgeon used another bipolar device. No patient harm was reported. The device was not saved.

Manufacturer narrative:
Disposable device not returned for analysis. Hospital discarded the device.